Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator/monitor battery cannot be charged. There was no patient involvement.

Manufacturer narrative:
Philips received a complaint on the xl device indicating that the battery cannot be charged. There was reportedly no patient involvement. A philips authorized service provider (asp) evaluated the device onsite and it was determined that this was a malfunction of the battery. The asp replaced the battery to resolve the issue and the device was returned to full functionality. The device remains at the customer's site. No further action is warranted at this time.